Event description:
It was reported that during impacting with a femoral impactor, the screw-on attachment (white tip) broke in half. There were no consequences or impact to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.